Event description:
Post op, other complications, painful prosthesis with glenoid loosening, implant loosening.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.